Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he went to the doctor and his blood glucose was between 0 and 1 mg/dl. He was treated with glucagon. The customer did not wish to troubleshoot the insulin pump. The device will not be returning for analysis.